Event description:
It was reported that the user experienced a ¿glucose falling quickly¿ alert scenario with subsequent low glucose while using the ilet; the user stated the ilet did not sound an audible alert despite the volume being set to medium, treated with oral carbohydrates including candy, glucose tablets, and a protein bar, and performed a fingerstick check that read higher than the ilet sensor before calibrating the device. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.